Event description:
It was reported that balloon rupture occurred. The 90% stenosed targe lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a 2x15 non-bsc device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a 2x15 non-bsc device. No patient complications were reported and the patient was in good condition.